Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During preparation, the sheath presented valve leakage. The sheath was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.